Event description:
A malfunction of a pump was reported by a customer through a distributor in france on february 7, 2025. The customer's blood glucose level at the time of the event was noted as 135 mg/dl. No adverse impact to the customer¿s blood glucose level was reported based on this value. The device is being returned and a replacement pump has been provided, with the expected return date noted as september 29, 2025. No additional information was received regarding the outcome of the event.